Manufacturer narrative:
PMA/510k status: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that, immediately following implantation, the ultrathane mac-loc locking loop multipurpose drainage catheter leaked from the hub of the device. A new product was opened and used to complete the procedure, with no patient adverse events reported, and no additional procedures necessitated. Additional information was requested and the customer confirmed that the no further information could not be provided. The device is available for return; however, as of the date of this report, no device has yet been received.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. The reported used device was returned for evaluation. Visual inspection identified physical damage on the flare. It appeared to have been caught within the threading of the fitting. Functional testing confirmed the catheter and cap were secure and leak testing was unable to verify the reported issue of "leaking around the hub". The dimensions of the returned device were confirmed to be within the manufacturing specifications, however the damage to the flare is evident of manufacturing error. A document-based investigation was performed. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, the actual root cause was determined to be manufacturing error. The operator was retrained in the flaring process as a result of this complaint. Additionally, appropriate measures have been initiated to address the reported failure mode (leakage). Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and this failure mode will continue to be trended.